Event description:
Technologist was mixing cement in device from kit and the cement was unable to be advanced through the glass vial for delivery. A new kit was opened and new cement was mixed according to standards and procedure was completed. Manufacturer response for vertebral augmentation kit, (brand not provided) (per site reporter) : no response.